Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred.the 85% stenosed target lesion was located in a calcified middle left anterior artery. While advancing the taxus element mr 32mm x 2.75mm stent delivery system resistance was encountered near the distal tip of an unknown manufacturer guiding catheter. The taxus element stent delivery system was removed and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).